Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/24/2024, that on (B)(6) 2024, the patient experienced a skin reaction. It was reported by dexcom territory business manager that the patient got an abscess at the insertion site of the dexcom. The doctor tested it, and it was positive for a staph infection. Attempts by technical support to obtain more details about the event were not successful. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.